Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/14/2020. H3 evaluation: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined. We will keep this data for trend analysis and monitor this issue in the future. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2019 and suture was used. It was reported that the suture broke easily in debridement and suture of traumatic toe. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.